Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the left anterior descending artery. The 3.0x33mm rx xience sierra stent delivery system (sds) was advanced with resistance noted due to the calcified lesion. When attempting to inflate the balloon it was noted the stent had dislodged proximally on the shaft in the guiding catheter. The physician withdrew the entire system with the sds and dislodged stent still on the proximal shaft. The procedure was completed using another same size xience sierra. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily calcified, heavily tortuous, 90% stenosed lesion during advancement, as resistance was noted, contributing to the reported difficult to advance, ultimately causing the reported stent dislodgement and observed material deformation (stent damage). Further manipulation of the device including interaction with the guidewire during advancement / retraction likely contributed to the observed kinked tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.